Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate¿s balloon ruptured. The event occurred during filling with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured (B)(4) 2018 - (B)(4) 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, evidence of a rupture was observed. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.